Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the water temperature stays at approximately 47.6°c despite calibration attempts. Due to this, all temperature-dependent tests have failed. Parts were replaced as part of standard remediation, but corrosion was found on the printed circuit board (pcb) board. The event occurred during bench test at the hospital. The operator of the device was a field service engineer (fse). There was no patient involvement.

Manufacturer narrative:
D3: corrected. The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.